Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a prime anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the rewind message occurred after an alert. The customer was advised to hold down the act button until they receive the second series of beeps and numbers to appear on the display. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.